Event description:
Device returned for repair with report of foot detached/loose or missing. Report escalated to complaint based on reason for return. No patient impact reported. On follow up, it was reported that the breakage occurred while turning the flap for craniotomy. A second system was used to perform the procedure with no significant delay. It was confirmed there was no patient impact.

Manufacturer narrative:
Findings: report was confirmed by evaluation. The foot of the attachment had been cut by tool contact. The tool was returned along with the attachment. The tip of the tool was darkened due to heating from contact with the foot. The attachment had been in the field for approximately 18 months without repair. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."